Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, an alert for high, hv lead impedance was observed. The trend showed that the svc vectors had intermittently measured above upper limit for the last few months. Programming changes were made. Patient was fine.